Manufacturer narrative:
The glucose reagent lot number is 803139. The trigl reagent lot number and the reagent expiration dates were not provided. The gluc3 calibration and both reagents' qc recovery data were acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) changed the water filters, increased the pressure in the detergent and water dispensing probes, checked the gear pump, cuvettes, and rinse bath, and cleaned and purged all pipettes. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 and trigl triglycerides results for 2 patient samples on a cobas 6000 c501 module. For sample 1, the initial glu3 result was 6.5 mg/dl. The repeat result was 146.1 mg/dl. For sample 2, the initial trigl result was 606.8 mg/dl. The repeat result was 93.7 mg/dl.